Event description:
It was reported to boston scientific that a contour ureteral stent was used during a transurethral ureter lithotomy procedure in the kidney performed on june 6, 20213. During preparation, the one end of the stent was fractured. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a contour ureteral stent was used during a transurethral ureter lithotomy procedure in the kidney performed on (B)(6) 20213. During preparation, the one end of the stent was fractured. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned contour ureteral stent was analyzed, and a visual and magnification evaluation noted that the suture hole was torn until the tip, the bladder coil was buckled and detached, also the stent shaft was buckled. Additionally, the suture and positioner were not returned. No other problems with the device were noted. The reported event of stent shaft break was not confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. These problems could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Consequently, affect the performance of the device. The cause code will be failure to follow instructions. For the evidence of bladder coil buckled, shaft buckled, is possible to conclude that most likely the issue was caused due to there was an excess of force applied over the device when it was setting up, probable at the time to try inserted it in the guide wire, such as the handling of the during preparation. These factors could have generated the kink and the torn that was observed. For the reported problem of shaft break, it is not confirmed due to a shaft break was not detected during the analysis. For this reason, the as analyze code will be no problem detected. Therefore, the most probable root cause is adverse event related to the procedure.